Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr), restricted posterior leaflet, and rotated heart for a triclip procedure. During the procedure, first triclip was implanted, second triclip got stuck in the chords beneath the valve, reoriented with gripper that caused gripper bend and the clip required the deployment in anterior and septal commissure. Third triclip was implanted. Imaging was difficult. All steps were performed as per IFU. The final tr was grade 5+. There were no adverse patient effects or clinically significant delays reported.